Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient received the following message on the patient programmer: "out of range. Contact your physician. The neurostimulator does not deliver the desired therapy. Service code: 528.¿ all impedances were ok. The patient clicked "continue" and the therapy seemed to work well, however, when the patient attempted to increase stim amplitude, another code appeared, with same oor message, but service code: 529. The amplitude was unable to be adjusted. The patient was seen by the neurologist on apr-13th. Impedances were again all normal. Considering the constant voltage settings, impedances were not low. However, one thing in therapy impedances was unclear - the patient has two programs, both monopolar, one of the programs: c+/0- had quite low amplitude (0.15 v), and sometimes therapy impedances did not list any value. When the amplitude was increased to 0.2 and then even back to 0.15 - the issue disappeared and the system did list the impedance and current in ma for that setting. Technical services reviewed that based on the electrode impedances, it is suspected there might be an intermittent integrity issue on electrode 0. The rep indicated that they had explored possible effect on some gait problems that have been present in the patient (even before dbs). There may have been some improvement in gait but not persistently enough so it may be possible to resign on that contact. It was practiced with the patient to switch on/off the ins to resolve the potential issue of the interference with patient programmer interrogation. During the troubleshooting, the patient programmer did not report any errors / service codes. The patient was instructed to notify if there was any issue again with the programmer/therapy. The issue was resolved.